Manufacturer narrative:
The monopolar curved scissors tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Although the complaint regarding the mcs tip cover accessory was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of mcs tip cover accessory falling off cannot be determined based on the information provided. This issue can be resolved by using an alternate accessory to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors tip cover accessory fell from the instrument inside the patient during a da vinci assisted procedure. The accessory was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors tip cover accessory fell off inside of the patient. When noticed, the site pulled the instrument out and pulled out the tip cover fully intact. The site is unaware of what caused the tip cover to come loose. The site proceeded to put on a new tip cover on the same instrument and completed the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The monopolar curved scissor (mcs) instrument and the mcs tip cover accessory were both inspected prior to use. There was no damage found. The mcs tip cover accessory was retrieved using a long bipolar grasper instrument. It was unknown exactly when the mcs tip cover accessory fell off; the cause of the mcs tip cover accessory falling off was unknown as well. The mcs instrument was in use for most of the case; how long the instrument was in use without the tip cover was unknown. There were no issues with the functionality of the mcs instrument. It was unknown if the instrument collided with another instrument. The mcs tip cover accessory appeared to be properly installed and the installation tool was used with no lubricant. It is unknown if any part of the orange surface was visible after the mcs tip cover accessory was installed or if it was installed beyond the orange surface. A reducer was not used. It was unknown if there was any difficulty in removing the instrument and the mcs tip cover accessory or if the instrument wrist was straightened upon removal. There was no damage noted. The procedure was completed robotically. Neither the mcs instrument, nor the mcs tip cover accessory, are available for return. It was unknown if the procedure was recorded.

Event description:
Refer to h10/h11 for follow-up information.